Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 330mg/dl on time and date of hospitalization mentioned was (B)(6) 2017. Customer states that they are getting no delivery alarms consistently. Customer experienced symptoms like headache and hard to concentrate. Customer was treated with shots. Customer states the insulin exited. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.